Manufacturer narrative:
Film evaluation results are: the exact cause of the distal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier p ost-implant films were not available for review and comparison. Multiple valiant stent grafts were seen implanted in the patient. The devices were positioned from just caudal to the lsa, extending across the arch and into the descending thoracic to just above the celiac artery. The distal end (bare spring) of the distal device was seen floating within the descending taa which measured ~9.3cm max in diameter, and there was a distal type I endoleak due to lack of distal stent graft vessel apposition. It appears likely that disease progression (thoracic dilatation) and possibly aneurysm morphology changes led to the distal type I endoleak.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter thoracic aortic aneurysm. It was reported that on a follow up CT scan, a distal type I endoleak was identified. Per the physician, the cause of the event was most likely due to aortic remodeling/expansion of the aorta. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had a secondary intervention. The patient received covered stents to both the celiac and sma arteries. Placement of a 30x30x100 distal main was done at the level of the renal arteries. Then placement of a 46x46x100 proximal main device was overlapped into the 30x30x100 and just below the covered stents. The final angio showed no endoleak. Patient is doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.